Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, blood at site and hospitalization. Customer's blood glucose level was 600 mg/dl. Customer experience fatigue, ketones and treated their high blood glucose via manual shot. Customer advised their blood glucose went high due to blood at site and using the incorrect infusion set. Customer advised they were wearing the insulin pump at the time of the emergency room visit. Customer advised the insulin pump leaked insulin.